Manufacturer narrative:
The smiths medical pump was returned for analysis and it was found to have been in fair physical condition. The pump was powered up and alarmed ec 1660 during testing which is an issue with processor on the circuit board. The circuit board will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy pump presented with "lec 1660" and alarmed. This issue occurred during testing. There was no patient present at this time. There were no adverse events reported.